Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. Initially, the nurse stated that the reservoir was empty. It was stated that they do not know if the family will bring supplies to start back on the insulin pump, and they do not know if the device was functioning. No further information was provided.